Event description:
It was reported that the pt had no stimulation. The ipg was unable to communicate with the programmer and the charger. The device was not charged for a few months. The device was explanted and replaced by a new device. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.